Manufacturer narrative:
Device investigation summary ¿ during the investigation, dismantling the applicator knob was possible without problems. Further investigation confirmed that the proximal tip from applicator inner shaft was broken off and the distal weld-seam is cracked (implant holder). The distal bore hole of the applicator outer shaft, which is a component to the device, is damaged. Investigation of documentation for material and manufacturing shows that the three components confirm specification. No failure in material or manufacturing could be detected. Without additional surgical detail, it is not possible to determine the exact cause that would induce the damages. It is likely that an unforeseen mechanical force caused the blockade of the tip from applicator inner shaft inside applicator which led to the damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: unknown when device malfunctioned. Additional product code: lxh, misc ortho surgical instrument device is an instrument and is not implanted/explanted. (B)(6). Device history records was conducted. The report indicates that the: manufacturing location: 03.812.003 lot. 7528851, (B)(4), manufacturing date: 04. August 2011, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that dismantling is not possible. No patient involvement. This report is 2 of 2 for (B)(4).